Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed.

Event description:
It was reported that the rn did not successfully spike the narcotic infusion bag, so the spike did not puncture into the infusion bag. The pump did not alarm that it was not infusing the medication. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
H2) correction. D4 primary UDI number updated. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.